Event description:
It was reported that during a lap sigma procedure, the device was incorrectly reloaded, causing it to cut but not staple. There was bleeding and sutures were used. The patient expired. No additional information is available at this time.

Manufacturer narrative:
Date sent: 01/07/2009. Information anticipated, but unavailable at this time.